Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The death reported is reported under MFR report # 2024168-2019-02345.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that on (B)(6) 2018, two mitraclips were implanted to treat grade 3+ degenerative mitral regurgitation (mr). Post-procedure mr increased to 4+. On (B)(6) 2018, the patient was re-hospitalized, due to increasing dyspnea and remained hospitalized until (B)(6) 2019, and was then transferred to another hospital due to symptomatic recurrent mitral regurgitation. A second mitraclip procedure was performed on (B)(6) 2019 and two additional clips were implanted. During the procedure, the first additional clip, cds0602-xtr, was implanted; however, the clip detached from the anterior leaflet (slda). A second clip, cds0602-ntr, was implanted to stabilize the detached clip, and the mr was reduced from grade 4 to grade 3. On (B)(6) 2019, the patient died, of causes related to cardiorenal syndrome and multi-organ failure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history search could not be performed as the lot number was not reported for this event. A definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during the initial procedure, mitral regurgitation increased to grade 4+ after two clips were implanted. An ntr clip was advanced into the patient anatomy and grasped the leaflets. The mr was not reduced; therefore, the decision was made not to implant the clip. The mr remained unchanged at grade 4+. No additional information was provided.